Event description:
During an in-clinic follow-up, high capture threshold and a loss of sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.